Event description:
It was reported that the novashield nasal pak-stent was used on a (B)(6) female following a frontal endoscopic sinus surgery on her frontal, maxillary, and ethmoid sinus. Five days postoperatively, it was discovered that the patient had acquired an infection bilaterally in the middle meatus. Cultures of the infection site came back positive for the bacteria, citrobacter koseri , which is the doctors only concern. This is the only information provided and there was also no report of permanent patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
(B)(6). The following information was received on july 01, 2015¿ the patient did not have to undergo any additional procedures as a result of this event. The patient's current status was reported as "doing fine¿no further issues". The device is not available to be returned for evaluation. It was initial use of the device in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.